Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose was unknown. The customer also mentioned that the reservoir was not working because the insulin did not last more than two days. It was stated that the customer would call back in order to troubleshoot. Advised that the insulin pump may need to be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.